Event description:
It was reported that vasospasm occurred during procedure requiring medical management and the outcome was resolved. According to the physician, the adverse event is related to the subject device (long sheath). No further information is available for now. Updated: additional information received from medical safety on 16-december 2019 stated that ¿the clinical consequence or lasted till the end of procedure and site had replied as ¿no¿. It was a transient vasospasm which resolved immediately. There was no clinical consequence due to this event; therefore, this event does meet reporting criteria.

Manufacturer narrative:
Section b5 - executive summary :update: additional information received from medical safety on 16-december 2019 stated that ¿the clinical consequence or lasted till the end of procedure and site had replied as ¿no¿. It was a transient vasospasm which resolved immediately. There was no clinical consequence due to this event; therefore, this event does meet reporting criteria. Section b1: adverse event/product problem: corrected: no adverse event or product problem. Section b2: outcomes attributed to ae: corrected: no other serious (important medical events). Section h1: type of reportable event: corrected: no serious injury. Section h6 - drvice code; corrected: to no apparent adverse event. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is anticipated in nature as per the product dfu. The event description describes a relationship between the axs infinity device and the adverse event but no additional information was received regarding any potential device defect. An assignable cause of anticipated procedural complication, will be assigned to the reported 'patient vasospasm non-serious', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that vasospasm occurred during procedure requiring medical management and the outcome was resolved. According to the physician, the adverse event is related to the subject device (long sheath). No further information is available for now.